Event description:
Reportable based on device analysis completed on (B)(4) 2014. Same case as MDR ID: 2134265-2014-02061. It was reported that catheter insertion difficulties occurred. The target lesion was located in the iliac artery. An 8.0x40x75cm express ld iliac / biliary stent was selected to treat the lesion. It was noted that during introduction the catheter jammed inside a non-bsc introducer sheath. The device was able to be removed from the introducer. Another 8.0x40x75cm express ld iliac / biliary stent was selected and the same issue occurred. The catheter was removed with the introducer sheath. The procedure was completed with a different introducer and another express ld stent. No patient complications were reported and the patient's status is fine. However, returned device analysis revealed stent moved on balloon.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device identified no kinks or damage along the shaft. An examination of the crimped stent found that the stent had moved proximally on the balloon. As a result, the distal edge of the stent was positioned at 14mm proximal to the proximal edge of the distal markerband. An examination of the balloon found no evidence that the balloon was subjected to any positive pressures. No issues existed with the tip profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).